Event description:
The patient received her scs system on (B)(6) 2010. It was reported that both of the patient's leads from the same lot exhibited invalid impedance on all contacts, and the patient could not feel stimulation. As a result, the doctor replaced both of the patient's percutaneous leads and lead anchors.

Manufacturer narrative:
Evaluation: results - product was returned and both of the percutaneous leads were complete. Invalid impedance was confirmed because one of the leads was fractured with broken wires. Therefore, no functional testing was performed. The other lead was observed, passed all functional testing, was not fractured, and did not have broken wires. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.